Event description:
The distributor reported on behalf of the user facility that thirty (30) minutes after starting a laparoscopic assisted vaginal hysterectomy procedure, the tip of the forceps broke. The tip was retrieved and an x-ray was completed at the facility in order to confirm whether other broken parts had remained inside the pt. The x-ray photo could not confirm any remant.